Event description:
It was reported that the tip broke off and was dropped in the patient. The broken piece was removed arthroscopically. Procedure was completed using a back-up device. No patient harm or other complications reported.

Manufacturer narrative:
Visual inspection under magnification shows the electrode screen is detached and the remaining electrode ball wires were worn. The detached screen was returned and shows extensive wear as well. There is discoloration to the return cap surrounding the electrode insulator that is consistent with extended electrode activation or use of high ablation power settings. There is a significant amount of scratch marks present on the cap which is consistent with coming into contact with a hard or bony surface. There were no manufacturing abnormalities visually observed with the returned wand. The complaint of the broken tip was verified. The root cause of this event, based on the physical evidence of the electrode ball wear and return cap discoloration, indicate that this device has been used beyond its intended life and that the detached screen is a result of excessive electrode wear. Factors unrelated to the design and manufacture of the device which could have contributed to the complaint event includes: extended ablation, use of power level settings above the recommended default levels, or vigorous use against bony surfaces. There were no indications during manufacturing record review that would suggest the device did not meet product specification upon release into distribution.